Event description:
It was reported that the patient felt heart palpitations and had a tested heart rate that was lower than the lowest pacing rate of the implantable pulse generator (ipg). No actions were taken, and the device remains in use. The patient was referred to the healthcare professional. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).